Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported two patients with unexpected postoperative refractions following intraocular implant surgeries. The cause of the unexpected outcome is unknown at this time. Additional information has been requested. There are two medical device reports associated with this event. This report is for the first pt.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There has been one other similar complaint reported in the lot number. Additional info was requested on 04-14-2010 and 05-03-2010 by phone, fax, and mail. Medical records were received on 04-14-2010. A completed questionnaire has not been received. (B) (4). (B) (4).